Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80 mg/dl, and the meter bg reading was 20 mg/dl. Reportedly, the customer attempted to treat low bg by consuming carbohydrates. Reportely, the customer's husband assisted by administering glucagon. Reportedly, the customer fell and hit their head when trying to stand up, but it was not a serious injury and did not require medical attention. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.